Manufacturer narrative:
Follow up MDR for correction: following the submission of the initial MDR, it was determined that pr# (B)(4) is duplicate with pr# (B)(4). Pr# (B)(4) will be cancelled. This MDR will be voided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needless connector was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that they have recently noted an increasingly common defect in the bd mp1000-c maxplus clear needless connector. According to staff reports, the device leaks at its seam.